Event description:
Customer reported that physician cut their finger up pretty good trying to remove the plastic cover that goes over the blades. Customer said it is a hard plastic cover that is hard to remove and this is how the physician cut their finger.